Manufacturer narrative:
Additional/updated information was added to reflect the base frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. The underlying cause could not be determined after reviewing the documentation in this investigation. Per the initial evaluation, the right side seat hinge bracket was broken off. An expanded evaluation was performed. Per the expanded evaluation report, the right side tab on the center crossbar that attaches to the seat frame assembly was broken just above the weld where it attaches to the crossbar. The bracket inside of the tab was still intact; however, it exhibited multiple scratches. The tab on the left side of the crossbar exhibited some cracking in the same location as where the tab broke on the right side; however, it was still intact. (B)(4).

Event description:
Frame is broken on the base frame where the seat attaches to the base frame at the rear. The end user is around (B)(6), so well within the weight capacity.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Frame is broken on the base frame where the seat attaches to the base frame at the rear. The end user is around (B)(6) so well within the weight capacity.